Manufacturer narrative:
The main circuit board was replaced to address the issue. The device was serviced and tested before returned to the customer. Resmed reference#:(B)(4).

Event description:
During evaluation by a resmed authorized third party service center, an astral device had a leaky super capacitor and displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.